Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the stem to be bent. The bend in the stem caused the bone cement to fracture. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
Upon review of the decontamination photos, it was noticed that there was a crack in the cement spacer. It is currently unknown, when or how it became fractured.